Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2005. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the pump was able to move around in a very large pump pocket, so dacron sock was added to assist with fibrosis and suturing the pump in place. The issue was more that the pump pocket was too large. It was noted the cause was the pump pocket being too large and the pump may not have nee secured. The patient experienced loss of pain control with the pump flipping. The pump was non-functional at the time of report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 12-sep-2007, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for spinal pain and failed back surgery syndrome. It was reported that the catheter was twisting, and the patient had an open revision of their catheter and pump site in 2016. The date of the event (twisting) was unknown/not specified. A dacron sock was added in 2016 and the pump pocket was attempted to be closed, but recurred. Refer also to MFR report # regarding 3004209178-2019-03448 subsequent event. No patient symptom was reported. No further patient complications have been reported as a result of this event.